Event description:
It was reported that when the stylus was used on the programmer screen, it was different than the activated area. Calibration was tried, but the issue continued. The programmer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).